Event description:
During the posterior portion of a combined phaco/posterior procedure, the irrigation lines were changed and the valve at the top of the line was left in the closed position, resulting in a complete lack of irrigation. The surgeon did not notice the lack of irrigation and proceeded into the posterior chamber causing the globe to collapse. At that point, the staff discovered the closed valve and the valve was then opened to allow irrigation. After the globe was infused, the surgeon did not identify that any injury had occurred, but made the decision to abort the procedure. During a subsequent post-op visit on (B)(6) 2010, the pt was found to have a retinal separation and a choroidal hemorrhage. He extent of the injury and the type of the treatment required is unk at this time.